Manufacturer narrative:
The customer stated they have been having issues with the probe getting stuck in the up position and not coming down to draw blood sample from the tube. Controls passed the morning of the event, but the customer had not run controls again after the erroneous results. A field service engineer (fse) went on-site the day of the event and noted that the instrument was giving loud grinding noise due to large build up of dried material on and around probe rinse block which would not allow the probe to smoothly extend and retract, possibly allowing drippage. Fse cleaned the probe rinse block of all material. Fse also replaced the rbc bath/aperture and the main analyzer card as the unit was not providing plt results due to failure on rbc side of the preamplifier on the card. The issue was resolved. The cause of this event was a combination of the build up on the rinse block not allowing the probe to smoothly extend and retract and the fact that the rbc bath/aperture and main analyzer card were giving no platelet results.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their coulter act diff analyzer was making a loud grinding noise and was producing erroneous low wbc (white blood cell), hgb (hemoglobin), hct (hematocrit), rdw (red cell distribution width), rbc (red blood cell) and mcv (mean corpuscular volume) results for three patients run three times each. The customer suspected the results were erroneous because the values were falling below the operator defined range. The erroneous results were not reported outside of the laboratory and there was no affect to patient with regard to this event. Instrument printouts were provided for two of the three patients, demonstrating the incorrect results, with no instrument flags (see attachment). Printouts with correct results were requested, but were not provided for the patient samples. Higher hgb results were indicated for patient (B)(6) based on information from another instrument.